Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported patient stopped charging the device many yes back leading ipg to be inoperable. As a result, patient underwent surgical intervention wherein the ipg was replaced and therapy was restored.